Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2009, product type accessory. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found a feed-thru anomaly. During destructive analysis, the technician did a high impedance test and noted an anomaly on the m2 feed-thru with a reading of 41.9 ohms. The battery resistance was also tested and had a passing resistance of 23 ohms. The technician also did a current drain test to eliminate any hybrid anomaly and the results were within specification. After removing the inner cover, the technician found significant residue, corrosion, and bridging across the insulation of the m2 feed-thru. This may be the cause of the premature eri, motor stall with no recovery seen in the logs, and the low battery reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that elective replacement indicator (eri) occurred on (B)(6) 2012 with replace pump by (B)(6) 2013. It was indicated eri occurred early. The battery was depleted. The pump was replaced. There was no patient injury and the patient recovered without sequela. The pump was delivering morphine, bupivacaine and prialt. Additional information has been requested but was not available at the time of this report.